Manufacturer narrative:
Investigation summary. The report of low flow alarms could not be confirmed as no log files were submitted for evaluation. A specific cause for the reported gastrointestinal bleeding and low flow alarms could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas could not be conclusively established. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to emergency room with fatigue, low flow alarms and presyncopal symptoms. Inr was elevated to 5.1 and hemoglobin (hgb) 8.1 g/dl. Coumadin placed on hold and patient was transfused with 2 units of packed red blood cells (prbc). Endoscopy on (B)(6) 2017 revealed 2 ulcers adjacent to previously placed endoclips in the proximal stomach. The 2 ulcers had visible vessels, one of them actively oozing red blood. A total of 3 endoclips were applied with good control accomplished. Colonoscopy was negative for findings. Patient discharged home on (B)(6) 2017 on coumadin. Patient¿s inr was 1.8 and hgb was 9.1 g/dl.